Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2011, to report that pt experienced a failed sensor one day after insertion. Upon removing the sensor, patient's father noticed that the sensor wire was shorter than usual. Patient's father looked at the wire specs and, upon measuring the sensor, noted that 1/3 of it was missing from the distal end. Patient's father inspected the sensor insertion site and reported that there was no sensor wire protruding from patient's skin and no redness or inflammation. He could, however, feel a bump or possible wire fragment at the insertion site. Patient's father reported that pt was not experiencing any pain or discomfort. Pt was fine at the time of his father's call to dexcom technical support.